Event description:
Information received indicates the left front brake caster continues to swivel after the brake is set.

Manufacturer narrative:
The technician replaced the caster due to a broken cam.